Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient came in for a in-clinic follow-up on (B)(6) 2021. Interrogation revealed that patient's atrial lead had increased capture thresholds, decreased sensing, and low pacing impedance. Patient also stated they had experienced a fever and chest pain on or around (B)(6) 2021. It was unknown if it was related to the implanted devices and patient received antibiotics from an emergency room doctor. A chest x-ray was performed. Lead was repositioned on (B)(6) 2021. Patient was stable after the procedure.